Manufacturer narrative:
Event date is an estimate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's leads migrated. The issue was confirmed via x-rays. As result, the patient's lead was explanted and a different type of surgical lead was implanted. Effective therapy was established post-operative.